Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A4: patient's correct weight was obtained via follow-up.

Event description:
Follow-up revealed the patient's ipg became inoperable due to the patient not recharging their ipg over an extended period of time. As a result, the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient plans to undergo surgical intervention due to their ipg being inoperable. The reason behind their ipg being inoperable is unknown at this time.